Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set did not reveal any cracks or damages. Visual inspection under magnification revealed no damage on the three smartsites or smartsite pistons. Functional and pressure testing confirmed leaking from the distal smartsite. Attempting to recreate a leak on a smartsite piston was done with a needle puncture. This investigation found that smaller gauged needles created leaks without visible damage to the piston. The root cause of the report of a smartsite leak was identified as a damaged or defective smartsite piston. The cause of the damage was not definitively determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving lr at kvo by gravity. The user noticed leaking at the first port below the drip chamber. No patient harm reported. The customers video is attached to the file.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Additional information provided: model #/lot # & device manufacture date.